Manufacturer narrative:
Zoll medical coporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During functional testing, the device displayed a red "x" indicator and failed to power on. There was no patient involvement in the reported malfunction.